Event description:
On (B)(4) 2013 the lay user/reporter contacted lifescan to report the one touch ultra2 meter casing was damaged the sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 4:00 pm the patient noted the reported meter's casing was crushed and damaged; he was unable to obtain a blood glucose reading. Troubleshooting revealed there had been misuse of the product. Afterwards, the patient experienced the symptoms of sweating, nausea and lightheadedness. The patient's nurse provided a new meter, and the patient tested his blood glucose level to be 419 mg/dl. The patient administered self-treatment with 8.0 units novolog insulin. The meter, test strips and control solution were replaced. There was misuse of the product which contributed to the damaged casing. There was no evidence of a malfunction. However, as the patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after the meter issue occurred and received treatment with insulin, this complaint is being reported.

Manufacturer narrative:
The patient's test strips have been returned to lifescan for evaluation; however the evaluation process has not yet been completed. No conclusions can be made at this time. The patient had discarded the reported meter, so no product analysis will be performed on the meter.